Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor was properly seated. Visual inspection was performed on the sensor plug assembly and no issues were observed. Visual inspection was performed on the de-cased sensor's pcba (printed circuit board assembly) and debris was observed. There were no signs of electric shock. An extended investigation has also been performed for the returned sensor and debris was observed around one edge of the pcba. The debris was likely caused by the laser cutter used during manufacturing. The debris observed was not significant enough to have an effect on the performance of the sensor. The returned battery was measured at 1.56v which is within specifications of 1.45v to 1.65v. An accuracy test was performed to test the electronics of the sensor and all the result was in specification. A thermal camera was used to monitor the thermals of the components and pcba; no hot spots were observed on the board. The battery in the sensor is rated at around 1.6v, which is not enough voltage to produce an electric shock. No signs of electric shock was observed. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. Dhrs (device history review) showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
At this time, product has been returned and investigation is pending. A final report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports an electric shock from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.